Event description:
On (B)(6) 2019, the user contacted dario to report low blood glucose reading. She indicated that prior to contacting dario, she was getting inconsistent blood glucose (bg) levels with differences of up to 76 mg/dl. The user reported that on friday prior to contacting dario she measured her bg levels within minutes of each measurement with four different readings of: 173 mg/dl, 116 mg/dl, 120 mg/dl, 97 mg/dl. On saturday she measured her bg levels within minutes of each measurement with four different readings of: 109 mg/dl, 116 mg/dl, 71 mg/dl, 125 mg/dl. On sunday she measured her bg levels within minutes of each measurement with four different readings of: 224 mg/dl, 174 mg/dl, 194 mg/dl, 160 mg/dl. A couple of hours later she measured her bg levels within minutes of each measurement with four different readings of: 125 mg/dl, 162 mg/dl, 149 mg/dl, 159 mg/dl. The user reported that she is injecting herself with basal insulin in the evenings based on her bg level readings. She reported that her doctor has been wanting to put her on an insulin pump, due to bad dinner habits which cause her bg level reading to jump high. She reported that on friday evening she had a false high reading and injected herself with basal insulin which caused her bg level to drop down to 39 mg/dl. The customer reported being sweaty and shaking. Dario's representative sent the user a replacement dario meter, strips, control solution, and RMA package for the user to return the original meter for investigation. As of this date, RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. Therefore, there is not enough information regarding the dario meter and strips to investigate. No resolution is available.